Event description:
Customer reported that a red alarm was not transferred to the central station which resulted in a patient having an asystole. The patient was able to be resuscitated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Section b event date was corrected. A philips technical consultant (tc) went onsite to troubleshoot the issue. The audit logs were pulled and show that the system did alarm on (B)(6) 2022 at 10:08 pm for an asystole. The asystole alarm was then present until 10:45 pm. The tc noted that the customers speaker was at a low volume and was concealed within the closet. There was no malfunction of the philips device. The audit logs indicate that the alarms that were alleged to have been missed were indeed transmitted to the central station. While onsite the tc noted that the speaker volume was low which may have contributed to the event. The staff is to be trained on awareness for missed alarms.